Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain,pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 45-year-old female patient who had essure (batch no. C35241) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder disease. Concurrent conditions included discomfort, vomiting, constipation, numbness, tingling, vulval irritation, adhesive capsulitis, gallstones and uterine bleeding. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen, macrogol 3350 (miralax), sulfamethoxazole;trimethoprim (mortin) and topiramate (topamax). On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 2 months 7 days after insertion of essure. In (B)(6)2015, the patient experienced nausea ("nausea"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2015, the patient experienced headache ("headaches"). In (B)(6)2015, the patient experienced rash ("rashes or skin conditions"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergic or hypersensitivity"), burning sensation ("burning"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), back pain ("lower back pain") and pain ("sores"). The patient was treated with surgery (pelvic surgery,hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, fatigue, vaginal discharge, vaginal haemorrhage, menorrhagia, hypersensitivity, burning sensation, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection and back pain outcome was unknown, the abdominal pain, rash and pain had resolved and the migraine was resolving. The reporter considered abdominal pain, back pain, bladder disorder, burning sensation, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hypersensitivity, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pain, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6)2015, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. The tip was visualized with 4 coils. The other implant was also easily inserted on the other side. 6 coils were seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low back pain, headaches, nausea, irregular vaginal bleeding, skin rash, chronic abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality-safety evaluation of product technical complaints. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain,pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 45-year-old female patient who had essure (batch no. C35241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder disease. Concurrent conditions included discomfort, vomiting, constipation, numbness, tingling, vulval irritation, adhesive capsulitis, gallstones and uterine bleeding. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen, macrogol 3350 (miralax), sulfamethoxazole;trimethoprim (mortin) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 2 months 7 days after insertion of essure. In (B)(6) 2015, the patient experienced nausea ("nausea"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced headache ("headaches"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergic or hypersensitivity"), burning sensation ("burning"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), back pain ("lower back pain") and pain ("sores"). The patient was treated with surgery (pelvic surgery,hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, fatigue, vaginal discharge, vaginal haemorrhage, menorrhagia, hypersensitivity, burning sensation, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection and back pain outcome was unknown, the abdominal pain, rash and pain had resolved and the migraine was resolving. The reporter considered abdominal pain, back pain, bladder disorder, burning sensation, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hypersensitivity, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pain, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2015, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. The tip was visualized with 4 coils. The other implant was also easily inserted on the other side. 6 coils were seen. Diagnostic results: on (B)(6) 2015, patient had a hysterosalpingogram (hsg) test that confirmed placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low back pain, headaches, nausea, irregular vaginal bleeding, skin rash, chronic abdominal pain. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received. Lot number added. Lab data added. Concomitant condition and medication added. Events abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity, burning, apareunia (inability to have sexual intercourse), rashes or skin conditions, bladder or urinary problems or changes, headaches, nausea, dysmenorrhea (cramping), bladder infection, urinary tract infection, vaginal infection, lower back pain, sores were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (pelvic surgery). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain, migraine, fatigue and vaginal discharge outcome was unknown. The reporter considered abdominal pain, fatigue, intra-abdominal haemorrhage, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2015, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results: on (B)(6) 2015, patient had a hysterosalpingogram (hsg) test that confirmed placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.